Manufacturer narrative:
(B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit was alarming circuit occlusion and ext high ppeak (extended high peak pressure). The customer reported the inspiratory pressure and expiratory pressure transducers are out of range. The customer reported calibrating the device, but the issue was not resolved. There was no information regarding if this ventilator was on a patient when the problem occurred.